Event description:
This ventilator was used on a pt who passed away at 5:00 a.m. Prior to that there were no alarms on that ventilator. The family claims the ventilator did not alarm during disconnection. Accessories: hme, o2 source. Power source at the time of event: ac.